Manufacturer narrative:
(B)(4). Date of initial report: 01/10/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colonoscopy, a planned hemorrhoidectomy was cancelled because alarms prevented the device from functioning. The alarms occurred upon initial set up and troubleshooting did not resolve the issue. The device was not used on the patient. The main colonoscopy procedure was completed and no patient injury occurred.